Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced premature battery depletion possibly due to slightly elevated left ventricular (lv) lead thresholds. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.